Event description:
It was reported that during surgery, the zimmer pulsavac plus stopped because the battery had heat. There was no patient/user harm or surgical delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was double bagged in clear plastic bags. The battery pack was packaged in another small clear plastic bag. The battery terminal wires were cut and the batteries were still in the battery pack. However, most of the batteries had ejected their anodes causing heat and deformation of the plastic battery case. The hand piece displayed no noticeable issues. Historically, the most likely cause for all of the batteries to have a catastrophic failure is due to cutting the battery case electrical wires. The physical evidence shows that the battery case electrical wires were cut. The reported event denotes that the device failed during use. If the device did fail to operate during use then the most likely cause for this incident is the batteries getting wet. However, this generally would not cause a complete catastrophic failure of all the batteries. It was confirmed that the battery case had malfunctioned. However, based on the reported information and the physical evidence the true root cause could not be determined. In either instance, the most likely cause for this reported event is the improper use or disposal of the device.